Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient pathology results showed chronic inflammation, and the labs prior; positive for ra, -2.73 osteoporosis, vertigo, other pain issues, heavy metal labs with high levels of aluminium, barium, zinc. Labs post; will see ra md in sept. Vertigo gone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with mentor gel implants in 2010 experienced inflammation issues post implantation. The patient reported breast implant illness symptoms: osteoporosis, fatigue, autoimmune disease, retinoschisis, right pinky doesn't want to work,left knee is swollen and doesn't want to bend, ringing in the ear, psoriasis, diverticulitis, and on and on. The patient reported that if she got up and got to the mailbox, that was considered a good day. The patient underwent explantation on (B)(6) 2019. The patient expressed concern prior to explantation on how they need to scrape the tissue off her rib cage to make sure the toxins are collected from the surrounding tissue. The patient had heavy metal testing completed which showed high heavy metals in her body. The patient believes her body went into a state of fight or flight. The patient reported that 20 days post explantation, she feels better and that her pain, vertigo, mental fog, anxiety, and multiple other symptoms are gone. The patient met with her rheumatologist post explantation and she said they do not have to meet again for 6 months. The patient calls for informed consent and better data analysis for studies and patient complaints to be able to assess safety. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from binita ashar, m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.